Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed a sudden drop in high voltage impedance on the right ventricular lead. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the patient was brought into the hospital for further evaluation on (B)(6) 2020. Programming changes were made successfully. The patient was in stable condition.